Event description:
Caller states the patient tested >8.0 inr and 7.3 inr on the coaguchek xs system while a comparison lab returned as 5.6 inr. Based on the meter results a lab draw was ordered. Vitamin k was ordered but wasn't available at the local drug store so none has been administered yet. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.